Event description:
Patient experienced an infection at their lead exit site along with an abscess. Patient's lead was removed, the abscess was incised, drained, and packed, and both oral and IV antibiotics were prescribed.

Manufacturer narrative:
A review of the device history record was performed and no anomalies were found. The patient experienced an infection at their lead exit site during treatment targeting the suprascapular nerve. The patient's lead was removed at the emergency room (ER) thirteen days after initial placement due to the reported infection. The presence of an abscess at the exit site was also reported. The abscess was incised, drained, and packed at the ER. Blood tests were performed to characterize the issue and reportedly showed signs of elevated c-reactive protein (crp) and white blood cells (wbc); cultures were performed as well but no information regarding results of the cultures was available at the time of investigation. The patient was administered intravenous (IV) antibiotics and prescribed oral antibiotics for treatment of the issue. Per the report, the patient was taking methotrexate at the time of this issue and was known to be immunocompromised. Therefore, it is possible that the patient's medical history and medication usage unrelated to sprint may have caused or contributed to the reported issue. Per an update provided by a representative in contact with the patient, the issue was resolving. Therefore, no lasting adverse effects are anticipated.